Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient had an allergic reaction to some of the device components. Allergy kit was sent by st. Jude medical and was used. Later, the device was explanted and replaced due to infection. New device has special parylene coating. Patient is doing well now.